Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
The customer reported to the physio-control service representative that their device would not power on. The device was used with 2 batteries inserted and was connected to an ac power adapter. There was no patient use associated with the reported event.